Manufacturer narrative:
Follow-up # 1 date of submission 03/16/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings:a review of the pump¿s black box history showed that no power reboots were recorded. The battery compartment was found to be cracked along the side of the threads. The returned battery cap was not able to be secured to the pump and was not able to maintain an electrical connection with the pump. The returned battery cap threads were found to be stripped/damaged. The pump case was removed and no damage was found to the power circuit. A test battery cap was used to complete a 24 hour duration exercise with no power reboots occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the pump was ¿turning off automatically¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.